Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result form a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.60ng/ml was obtained. The accu tni result was not reported out of the lab. The customer re-tested the original sample for accu tni on a different instrument in the customer's lab. The accu tni result obtained from the different instrument was 0.02ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specs prior to the event. System check performed in 2007 passed. The specimen was collected in a plastic, bd, pst 13x 100 tube and centrifuged at 4,000 rpm for 8 mins. Based on available info, the customer changed the substrate just prior to the event. The instrument had temperature errors on a wash carousel and an incubator around the event. A field svc engineer (fse) was dispatched to the customer's lab three days later: the fse had customer perform diagnostic testing which partially was out of specs. The fse replaced several hardware components and conducted diagnostic testing which passed. The fse calibrated accu tni and performed precision testing. The fse noted a cell button in pt specimen used for the precision testing. The fse questioned the sample integrity and instructed the customer on proper centrifugation process. The fse verified the instrument per established procedures. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purposes of this report.